Event description:
While undergoing a transesophageal echocardiogram/cardioversion for atrial fibrillation, the patient was shocked with a zoll defibrillator at 150 joules in synchronized mode after which his heart rhythm remained in atrial fibrillation. One minute later the patient's heart rhythm remained in atrial fibrillation and the patient was shocked a 2nd time at 200 joules in unsynchronized mode rather than intended synchronized mode. The patient's heart rhythm immediately converted to ventricular fibrillation after the second shock and the patient no longer had a pulse. Patient remained in pulseless ventricular fibrillation throughout resuscitation efforts. Attempts to resuscitate the patient were unsuccessful and the patient was pronounced dead approximately 35 minutes later.